Manufacturer narrative:
This is event (death) for the same patient involving two separate products; associated MDR # 1225714-2013-01246.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2011 after the use of the product. In addition, the decedent's certificate of death was received indicating immediate cause of death to be cardiac arrest and underlying cause was coronary artery disease.